Event description:
According to the reporter during laparoscopic sigmoid colectomy with robot support, the handpiece had weak/inadequate sealing. There was no re-grasp alarm but energy output and seal completion sound were confirmed. The jaw part was cleaned every time it got dirty. It was used on mesocolon mesentery that was not particularly thick. Oozing was observed from the seal part and was covered with a double and triple sealing. Procedure was completed using the reported device.

Manufacturer narrative:
D10 concomitant products: lxmj37s, maryland xp inline sealer/divider 37 cm (lot #: 50580141x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.